Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24089 was returned and analyzed. Visual inspection of the handle showed blood at the coaxial connector. Review of the catheter smart chip data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-048 (the system detected a compromised balloon). Pressure testing and dissection of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. Further inspection of the handle revealed blood/liquid was observed inside handle. In conclusion, the reported issue of visible blood was confirmed during analysis. The balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum and blood was observed at the clear valve on the catheter. A new balloon and coaxial cable were used to complete the procedure without further problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. In the fault file, the following fault message was found on the event date: system notice n-004 "the system has detected blood in the catheter handle and stopped the vacuum" was confirmed during the inflation with catheter 2af283 / 24089. In conclusion, the reported issue of "visible blood" cannot be confirmed through patient data file analysis; however, the balloon catheter did not pass the data file analysis due to the system notice received. The physical product was not received by the manufacturer at the time of data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.